Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The test strips have been requested for return. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Event description:
The initial reporter complained of questionable glucose results from two different accu-chek inform ii meters (serial numbers (B)(4)) for 1 patient. At 8:41 pm the glucose result from meter serial number (B)(4) was 367 mg/dl. At 8:41 pm the glucose result from meter serial number (B)(4) was 601 mg/dl. The customer did not know for sure if the same finger stick was used for both results. The patient was not experiencing any symptoms in reference to the high results. There was no treatment provided based on the meter results. There was no allegation of an adverse event. The patient had a hematocrit of 36 percent. Control tests performed on both meters on the day of event were acceptable.